Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00925.

Event description:
The patient was undergoing a medical procedure using a neuron 6f select catheter (6f select). During the procedure, the physician was unable to advance the 6f select through the middle of a neuron max 6f 088 long sheath (neuron max). Although there was no report of an adverse effect on the patient, multiple attempts have been made to gather additional information. As of (B)(6) 2018, no additional information is available.

Manufacturer narrative:
Results: the neuron max had bends along the length of the device. The neuron max had coagulated blood present on the outside of the hub. A 0.080¿ demonstration mandrel was able to advance through the returned neuron max. A demonstration 6f select was able to be advanced through the returned neuron max with no resistance. The returned 6f select was able to be advanced through the returned neuron max with moderate resistance. Conclusions: evaluation of the returned neuron max and 6f select revealed resistance when advancing the 6f select catheter through the neuron max catheter. During functional testing, resistance was experienced when advancing the returned 6f select through both the returned and demonstration neuron max. Additionally, a demonstration 6f select was advanced through the returned neuron max with no resistance. The inner diameters (ids) of both returned devices were within specification. The returned 6f select outer diameter (od) was tested using a ring gauge and was within specification. The root cause of the inability to advance the returned 6f select was unable to be determined. Further evaluation revealed bends along the length of both returned devices. Based on the return condition and the reported complaint, the bends are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00925.

Event description:
The patient was undergoing a medical procedure using a neuron select catheter 6f (6f select). During the procedure, the physician was unable to advance the 6f select through the middle of a neuron max 6f 088 long sheath (neuron max). The neuron max and 6f select were therefore removed, and the procedure was completed using new devices. There was no report of an adverse effect to the patient.